Event description:
According to the reporter, during a laparoscopic procedure, the stapler was unable to fire. The surgeon was unable to press the green button and squeeze the handle. The product was changed for a new product to complete the case and resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.